Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 while using the omnipod 5 system with a freestyle libre 2 plus (fsl2+) sensor. The patient¿s blood glucose levels reportedly reached 900 mg/dl. Prior to hospitalization, the patient experienced severe nausea and vomiting and was reportedly hypoglycemic for most of the day despite switching to manual mode and setting the basal rate to 0. The patient attempted to raise blood glucose levels without success and administered two injections of glucagon. The patient subsequently presented to the emergency department where hyperglycemia and ketoacidosis were confirmed. The patient was admitted to the intensive care unit for approximately 48 hours and remained hospitalized for a total of three days before transfer to specialized medicine. A discrepancy between sensor and capillary readings was noted. A potential issue with sensor data accuracy was suspected; however, this was not confirmed. No further information was reported.